Manufacturer narrative:
A field service engineer (fse) was dispatched and found that di water that had back up into 10psi line when customer forgot to replace wash concentrate. The fse flushed the lines and replaced no foam dispense valve; no foam was not dispensing correctly to primary waste.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported following issues: high pressure is low and low pressure is low wash concentrate reservoir not filing leak-clear liquid in hydro no injury was reported in connection with this event.